Event description:
I own a philips respironics dreamstation 1 auto CPAP machine with heated humidifier which is affected by the recall. I registered for the recall program at around mid of (B)(6) in 2021 and the confirmation number is (B)(6). After waiting for a year and half, I have just received a recertified and refurbished dreamstation 1 auto CPAP machine from philips as a replacement which claimed that it had been cleaned and sanitized. However, I found some black debris and dust inside the machine and the air pathway. This is unacceptable. How come philips could send out such poorly refurbished medical device to customer and potentially causing serious injury? Ref report: mw5115138.